Manufacturer narrative:
The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging an issue with the power management board. The device was not in pt use.